Manufacturer narrative:
(B)(4). Method: only the feedset tube and winder of the complaint chamber was returned to fisher & paykel healthcare (B)(4) and visually inspected. The chamber dome of the complaint chamber was not returned to fisher & paykel healthcare by the customer. Results: the visual inspection revealed a break in the feedset tube at the connection where the tube is inserted into the chamber. The surface of the break appears to be rough, not smoothly cut. A lot check revealed no other complaints of this nature for lot 120926. Conclusion: the damage appeared to be caused by the feedset tube being pulled away from the chamber, possibly due to the feedset tube being caught or under tension. We have conducted extensive testing of our mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. (B)(4). In addition, all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the damage to the feedline tube occurred after release for distribution. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported via our distributor that the chamber feedset line of an mr290v vented autofeed humidification was damaged, causing it to leak. No patient consequence was reported.